Event description:
The pt underwent an interventional procedure. Access was difficult due to significant disease (obesity, calcification, tortuosity, scarring) and a deep artery. Ultrasound revealed extremely fibrotic vessels. When the dr pulled back on the device, the heel pulled through the arterial wall resulting in significant bleeding. The latchwire was cut and a 6fr sheath placed over the wire. Pressure was held throughout the entire procedure. Pt was anti-coagulated having received 8,000 units of heparin. When the case was completed, the sheath was pulled on the table and manual compression was held for 20 minutes, however, hemostasis was not achieved. Thirty mg of protamine was administered and pressure was held for another 20 minutes. Hemostasis still could not be achieved. A femostop was applied for an hour followed by an add'l 20 minutes of manual compression at which point hemostasis was achieved. During the procedure, a >6 cm hematoma noted was treated with manual compression. A sandbag was placed on the pt's groin and she was transferred to ICU for overnight observation. The pt recovered, has since been discharged and is fine.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The complaint narrative describes a deployment problem related to the heel of the device pulling through the femoral artery leading to vascular hemorrhage and peri-procedural hematoma in a highly anti-coagulated obese pt with fibrotic vasculature, tortuous vessels, calcification and scarring. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification or caused the reported issue. The overall diameter of the axera device with heel deployed is comparable to a 6f diameter sheath. Therefore, the root cause for the vascular hemorrhage, peri-procedural hematoma and the difficulty in obtaining hemostasis, based on available info, is most likely pt factors associated with a high dose of anti-coagulation drugs and the arterial tissue's inability to support the pullback force applied by the dr.